Manufacturer narrative:
No samples or photos were returned for investigation. Due to a manufacturing defect, there is potential for a hole in the septum of the cathena 18- and 20-gauge catheters. The hole may result in blood leakage from the septum during insertion. The blood leakage may cause blood exposure or the need for a second IV to be placed. The replacement of the IV may result in a brief delay in therapy which would not be expected to result in an adverse event. Bd has identified root cause and initiated corrective actions to prevent recurrence of this issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 20gx1.00in straight bc blood leaks out of control plug it was reported by the customer that when placing an IV #20 the anti bleed back valve malfunctioned and blood immediately flowed out when needle was retracted. Verbatim: rcc received a complaint via email. When placing an IV #20 the anti bleed back valve malfunctioned and blood immediately flowed out when needle was retracted lot # 4237744. This resulted in an eventual recall for valve failures product#: 386862 lot#: 4237744 additional info: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. None reported. 2. Can you please provide an exact date of event in format dd-mmm-yyyy? 19/02/2025. 3. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? No bd replied that they found an issue with the septum of the IV, resulting in the backflow.